Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) ran the hardware test application (hta), confirming that the refrigerator was not detected. The fse then ran the firmware updater, checked the connections, and reset both the refrigerator and the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in the bd pyxis¿ es refrigerator, the fridge was not detected on the bus and failed to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.